Event description:
This spv initially set at medium pressure was implanted in the chest of the pt for v-p shunting. Since the pt's condition was not improved, the doctor increased the pressure to 200mmh2o. However, over drainage was observed and the dr revised the valve with spv-300. (The set pressure was 300mmh2o.) Then, the pt's condition was improved and the pressure of the valve was decreased to 220mmh2o. The current pt condition is stable.

Event description:
This spv initially set at medium pressure was implanted in the chest of the patient for v-p shunting. Since the patient's condition was not improved, the doctor increased the pressure to 200mmh20. However, over drainage was observed and the doctor revised the valve with spv-300 on june 15. ( the set pressure was 300mmh20.) Then, the patient's condition was improved and the pressure of the valve was decreased to 220mmh20. Then, the patient's condition was improved and the pressure of the valve was decreased to 220mmh20. The current patient condition is stable.